Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 415 mg/dl. Patient's current blood glucose: 336 mg/dl. The customer experienced symptoms such as fatigued. Customer treated for high blood glucose with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer stated that the site does not show signs of infection. Customer stated that there is blood at the site. Customer states site is actively bleeding at time of the call. Customer is inserting set properly. Customer is not on medication that might cause bleeding. Customer stated that there is blood at the site currently. The insulin pump will not be returned for analysis.